Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04075. The patient received two trial leads. It was reported the patient had pain at the lead incision site. The physician noted the area was red and swollen. The physician removed the leads and placed the patient on oral antibiotics. Follow up identified the infection had resolved, and the patient had healed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.